Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb1, the pump was monitored and functioned properly. No unexpected low battery alarms or powering off during testing. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that they experienced power system error. The customer's blood glucose value was unknown. The customer stated that the notification light stopped flashing immediately. The customer also reported power system error. The product was returned for analysis.